Event description:
During a coronary stenting treatment procedure, stent damage occured. The lesion being treated was tortuous and stenosed. The physician reported the liberte' monorail 4.00 x 16 mm stent was unable to be placed due to stenosis. Upon withdrawal of the stent, the physician saw an external link deployed. The procedure was completed with another taxus stent. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.